Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A main coil was returned for this complaint; the delivery wire and introducer sheath were not returned. The main coil was found kinked and stretched and the interlocking arm was detached and it was not returned. Besides, the main coil fiber bundles had blood residues on them. No more damages were found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched and kinked, besides, the interlocking arm was detached from the coil and it was not returned. Dimensional inspection of the main coil was performed and revealed that there were missing proximal fiber bundles.

Event description:
Reportable based on device analysis completed on 09-jan-2019. It was reported that the coil was caught in the hub of the catheter. A 20mm/40cm interlock-35 was selected for use. During the procedure, the coil got caught in the hub part of the 4fr 0.038inch non- bsc angiographic catheter and could not be inserted. The device was then simply removed from the patient's body. The procedure was completed with another of same device. No complications reported and patient's condition is good. However, device analysis revealed missing coil fiber bundles.